Event description:
Patient presented at follow-up with diaphragmatic stimulation and loss of capture. X-ray confirmed perforation. Hence, the lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a lead tip stiffness test was performed and was found to be within specification.